Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that redness and swelling was noted at implant site. The device was re-implanted under the muscle.